Event description:
It was reported to boston scientific corporation that the passport dilation balloon was difficult to deflate during a test inflation prior to the procedure. Reportedly, the balloon was able to be inflated but required manual pressure on the balloon to deflate it. The procedure was completed with another of the same device, with no complications to the patient.

Event description:
It was reported to boston scientific corporation that the passport dilation balloon was difficult to deflate during a test inflation prior to the procedure. Reportedly, the balloon was able to be inflated but required manual pressure on the balloon to deflate it. The procedure was completed with another of the same device, with no complications to the patient.

Manufacturer narrative:
Analysis of the returned passport dilation balloon revealed that the epidural assembly and stop cock were attached. The balloon wingtool was moved proximally off the balloon material onto the shaft. The balloon was fully deflated. A visual and tactile examination of the shaft of the device noted no damage. Microscopic examination of the balloon material noted that it was torn longitudinally for a distance of 26mm distal to the proximal transition zone. After analysis, it was determined that most likely, the event was caused by handling of the device or portion of the device without direct patient contact either during unpacking, or during preparation.